Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage at the midpoint of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. For clarification: one of blades demonstrate mechanical indentation, leading to complications for the scissors when closing and opening. The complaint regarding broken jaw was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors jaw was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there is no additional information regarding the failure, there was no harm to the patient. The procedure was completed successfully. There is no report of a fragment falling into the patient.